Event description:
On (B)(6) 2025, a patient's mother called in and reported that at approximately 4:30 a.m. This morning, the patient exhibited symptoms consistent with a seizure, which appeared to be caused by a hypoglycemic event. She performed a fingerstick test and found the patient's blood glucose level was 33 mg/dl. In response, the patient's mother administered gatorade and nutter butter crackers to raise the patient's blood sugar. The patient's glucose level subsequently rose 30 minutes later to 76 mg/dl and has since stabilized. The reporter also stated the dexcom g7 was providing inaccurate readings and their was blood under the sensor site. The agent recommended to replace the sensor.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log also showed sensor alerts resulting in the sensor going offline and the ilet entering bg run mode. Insulin delivery was suspended from 5 am to 6 pm that evening. The cause for this event cannot be determined, however the sensor alerts and sensor being offline may have contributed to the low event. Should additional, relevant information become available, a supplemental report will be submitted.